Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump delivered a bolus without user intervention. The reporter noted that the pump history shows that an ezcarb bolus of 8.15 units was delivered on (B)(6) 2011 at 11:48pm. It was said that the bolus calculation showed that the carbohydrate amount was entered as 61 grams and the blood glucose (bg) was entered 12.1mmol/l. The reporter denied programming or delivering this bolus and the patient said that he had no recollection of programming or delivering this bolus. The reporter confirmed that the pump keypad is not locked while the patient sleeps. The reporter stated that at 11:44pm, while the patient slept, she checked the patient's blood glucose (bg), discovered it was 21.4mmol/l, delivered a bolus of 2.1 units from the pump, and returned the pump was returned to the patient's pouch. She stated that she checked his bg at 2:00am and it was 3.1mmol/l. The reporter said that she provided liquid carbohydrates several times; she said that the patient's bg dropped to a low of 2.2mmol/l and resolved several hours later. There is no report of symptoms of hypoglycemia or need for medical intervention. This complaint is being reported based on the conclusion that the pump allegedly delivered a bolus without the knowledge or participation of the user.

Manufacturer narrative:
(B)(4): this is being reclassified as an adverse event because the pump reportedly delivered insulin that was not intentionally programmed and the patient allegedly experienced an injury that met animas criteria for a serious injury.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump black box showed an ezcarb bolus of 8.15 units on (B)(6) 2011 at 11:48 pm. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No unprogrammed boluses occurred during testing. A text normal bolus and audio bolus were performed and accurately recorded in the pump history. No delivery related defects were found during testing. No button contact issues were found.